Manufacturer narrative:
Concomitant medical products: product ID: 3387-40, lot/serial#: (B)(4), implanted: (B)(6) 2000, explanted: (B)(6) 2018, product type: lead. Product ID: 7495-51, lot/serial#: (B)(4), implanted: (B)(6) 2000, explanted: (B)(6) 2018, product type: extension. Product ID: 3387-40, serial/lot #: (B)(4), ubd: 11-apr-2004, UDI#: (B)(4). Product ID: 7495-51, serial/lot #: (B)(4), ubd: 11-apr-2004, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp)via manufacture representative (rep) regarding a patient who was implanted with an implantable neuro stimulator (ins) for dystonia and movement disorders. It was reported that patient had a loss of therapy, dystonia and it took a while for symptoms to show and the rep was thinking it was due to the fall the patient had and not due to the equipment failure. Patient fell and had a loss of therapy later on due to having dystonia. Impedance testing was performed in clinic. Patient had a fall and had a fracture of the 0 and 1 contacts on the lead and the extension. The lead and the extension impedances were tested in advance via the clinician programmer. The lead and extension were replaced during surgery on (B)(6) 2018. The hardware issue for both the lead and extension was not due to equipment failure. The issue was resolved at the time of the report. No further patient complications were reported/ anticipated as a result of this event.